Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarm on the mobile power unit (mpu) was not confirmed as no log file was submitted for review and the alarm was not reproduced during evaluation of the unit. The returned mpu (serial number (B)(6)) was serviced at abbott pleasanton and was observed to have kinks within the patient cable and several cuts on the external jacket of the patient cable. The mpu was functionally tested and was found to perform as intended despite the observed damage. The reported issue of a yellow wrench was not reproduced during testing. However, kinked and cut patient cable could have caused the reported yellow wrench alarm. Provided information indicated the patient declined repair quote. The mpu was returned to the customer in unrepaired condition labelled "not for human use" due to damaged patient cable. The root cause of the observed damage was unable to be conclusively determined through this analysis. The relevant sections of the device history records for mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mobile power unit (mpu) and the patient cable. The heartmate 3 patient handbook section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a yellow wrench alarm on the mobile power unit (mpu). The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.